Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's communicator was not operating completely, as it took 20-30 minutes to get connected and deliver a bolus. The reporter confirmed that it was getting stuck at 90%. Patient services reviewed information and assisted the reporter with deleting data. The reporter was able to get the patient connected and deliver a bolus without any issue. The reporter also mentioned that the patient was "seating in the ER for 5 months for having a urinary tract infection (uti)". The reporter stated that the patient had the same symptoms when their healthcare provider (hcp) increased the dosage and they had the technician set the dosage back to normal and was asking if it had something to do with the personal therapy manager (ptm). Patient services that the hcp was the one setting the patient's dosage.